Manufacturer narrative:
The customer's sample pre-analytical details, calibration results, and qc results were requested but not provided. The field service engineer did not find any system abnormalities. The customer performed a correlation study and had acceptable results. The investigation determined the issue was consistent with an unknown pre-analytical handling issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for four patients tested on a cobas c 501 module. The field service engineer was previously onsite and resolved a system ise noise issue. After service and before patient testing, the customer confirmed calibration and qc were acceptable. The customer confirmed "some" results were reported outside the laboratory and others were flagged in the laboratory information system with delta check flags. The customer performed repeat testing with the samples on a different cobas c 501 module. (B)(6). The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.